Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on 06/26/2018 stating that high impedance noted via remote checks. And on (B)(6) 2018 was 2073 ohms and had been in the 600-700 ohms range and clinician states no noise. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).